Manufacturer narrative:
Date sent to the FDA: 04/06/2021. H6: appropriate term / code not available (e2402) utilized to capture infection (e19), mesh migration. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, infection, mesh migration, abscess and chronic pain following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2017 during which the surgeon noted the mesh was all balled up at the preperitoneal placement. He was able to remove approximately 95% of all the mesh from the inguinal region but there were still a few strands left to minimize injuring any further vascular supply to the testicle. It was reported that the patient experienced an adverse event. No additional information is provided.